Event description:
The customer reported that the device failed to seal when used during a hysterectomy. The site contact was no able to confirm that end tones, indicating a complete seal cycle, were heard. There was less than 200ml of blood loss reported. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf4318 was received for evaluation. The returned sample met specification as received by covidien. Visual inspection found no defects. The customer reported that the device was not sealing properly. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed on simulated tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.